Manufacturer narrative:
D3 - manufacturing plant name, d3 - manufacturing plant address 1, d3 - manufacturing plant address 2, d3 - manufacturing plant city, d3 - manufacturing plant state, d3 - postal code and d3 - manufacturing plant country: corrected. D9: date returned to mfg.: unknown. H3 and h6. Codes: updated. Device evaluation: long continues flow at a very low bpm for normal operating mode. Faulty functional switch module, frequency module, tidal volume module (hard to turn), vrv. Incorrect nrv replaced on device also. Require new patient valve, o2 input connector, tidal volume module, CPAP input connector. Failed performance tests as listed below: 1, lock off leak test. 2, peep performance test. 3, relief valve test. 3, o2 therapy / CPAP output control test. 4, frequency and tidal volume test. Unit beyond economic repair. Customer requests to return the device unrepaired.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had inaccurate readings, a defective manometer, internal leakage, and a depleted battery. The product is available for repair. This was discovered prior to patient use and there was no patient harm. The reported product fault occurred during testing and no medical intervention was required.